Manufacturer narrative:
This report is submitted on april 14, 2022.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.